Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first proximal stent strut row, stent struts were lifted from their crimped positions and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 11-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75x32mm promus element ¿ drug-eluting stent was advanced but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.